Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the patient experienced four catheter bursts. The patient had been self-inserting foley catheters for five years. He utilized a prefilled 15cc syring for inflation, and a statlock to hold the catheter in place. The catheters burst after less than 1 day in place. The patient stated he had not visited the doctor or emergency room for any treatment, but on all four occasions, it appeared all the pieces came out. The patient noted he had experienced bladder infections as a result of the bursts because the sterile water from the balloon entered his bladder. The patient was not experiencing any additional complications at the time this information was reported. All four catheters that burst had the same lot number.